Event description:
It was reported that the ventricular sensing was reprogrammed. New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2017 due to the previously reported noise issue. Patient was doing well before, during, and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation the right ventricular lead exhibited noise. The patient was discharged and would be scheduled for routine follow ups. No intervention had been reported.